Event description:
The customer reported inaccurately low blood glucose readings with the first test strips, lot #1l510a. She opened the test strips on 1/10/97 and immediately began using them. She noticed that her blood glucose readings were lower than her usual readings with the second test strips. She performed a side by side comparison using the second test strips versus the first test strips. The results were 147 mg/dl and 110 mg/dl respectively. She performed a few more comparisons and the first test strips consistently read 30-40 mg/dl lower than the second test strips (no specific results availble). The code was set correctly for all tests; both brands of test strips are code 8. The customer performed a normal control solution test on both brands of test strips and both results were in range (no specific results available). She also performed a check strip test and the result was in range. The desiccant is in the bottle of the first test strips. The customer did not have her testing supplies with her at the time of the call, so no tests were performed with the co representative.